Manufacturer narrative:
Per -2123 final report. It was reported that the devices broke near the end during insertion due to dense bone and over-torqueing. It was confirmed that the devices were discarded following surgery and thus could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and revieiwed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information is has been concluded that this event was the result of the density of the patients bone and potential over-torqueing during the insertion. Therefore, corin now considers this case closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity screw broke during manual insertion. All broken parts were retrieved and none were left in the patient.

Manufacturer narrative:
(B)(4). Additional information including post-operative x-rays and a detailed patient outcome has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. It has been confirmed that the reported device is not available to return for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Trinity screw broke during manual insertion. All broken parts were retrieved and none were left in the patient.